Manufacturer narrative:
Updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. Distribution history: the complaint product was manufactured at csi on 03 apr 2024. Manufacturing record review: DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Historical complaint review: a review of the 2-year complaint history did show similar reported complaint condition. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Any relevant customer or clinical information: the following customer or clinical information was provided: the product was disposed and is not returning. The complaint condition will be confirmed using the pictures attached in e-mail. Customer mentions that the cup had to be retrieved from the patient, however it is to be noted that the product in the picture looks clean without any blood/stain marks. Root cause: no definitive root cause for this issue could be reliably determined at this time, since the product was not returned for investigation nor verification. With the information provided, a root cause analysis cannot be definitively performed. As a way of improving the manufacturing process, csi stafford performs 100% in process inspection of the product via bend testing and pull testing, followed by an aql qc inspection requiring the that the units also pass a bend and pull test. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the root cause cannot be reliably determined with the information provided.

Event description:
No additional information.

Manufacturer narrative:
Customer has indicated that the device is in the process of being returned. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a robotic hysterectomy, the blue koh cup separated from the white handle. The cup had to be retrieved with an instrument. No patient harm reported. No additional information available. Kc-arch-35 koh-efficient (B)(4).